Manufacturer narrative:
Evaluation summary: received for evaluation was one cougar guide wire without original packaging. The cougar is a 190cm wire. As received the wire proximal and distal joints are intact. The wire exhibit damaged coils likely due to torque during use, also at the distal tip, coils separation was noted. The wire full length is accounted for with no missing or broken parts of the wire. (B)(4).

Event description:
It was reported that a cougar guidewire got stuck inside a balloon catheter during a procedure to treat a calcified lesion in the mid rca exhibiting 90% stenosis in a fairly tortuous vessel. The cougar was flushed and inspected with no kinks observed. There were no difficulties loading the guidewire. At the first attempt, the balloon catheter was back loaded on to wire without difficulty and passed through lesion. However the physician was unable to remove the guidewire from the balloon catheter. The cougar wire was returned to the manufacturing facility stuck inside the balloon catheter. Coil separation and stretched coils was evident on the wire. The balloon was not inflated in the patient. Patient injury was not reported.